Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that the patient encountered infusion set cannula was dislodged from tissue during use which results into high blood glucose level of 450mg/dl. The first event occured on (B)(6) in which ifs was in use for 8 hrs at abdomen. The second event occured on (B)(6) 2024 in which ifs was in use for 24hrs at lower back. The third event was occured on (B)(6) 2024 in which ifs was in use for 15 hrs at abdomen. Symptoms was noticed within 3 or more hours of insertion. The customer addressed the high blood glucose by correction bolus via pump. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.